Event description:
Complainant alleged that during routine shift check by a clinician, it was observed that the degice's configuration had reset to default values and the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.